Event description:
The pt's mother reported that the pump and battery became hot to the touch. It was also reported that the remaining insulin reading was incorrect.

Manufacturer narrative:
The pump has been returned to animas. Eval has not yet been completed. When eval is completed, a supplemental report will be filed. No conclusion can be made at this time.